Event description:
The device was used during an appendectomy. Reportedly, a component disengaged and caused tissue trauma. The surgeon performed a laparotomy to correct the condition and complete the procedure. The hosp has reported the pt's condition is satisfactory.